Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pgnd wire in the trunk cable. The root cause for the open pgnd was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A (B)(6) distributor reported that an electrode belt was unable to communicate with the monitor.